Manufacturer narrative:
Medtronic received additional information that the physician stated there was no fault to the annuloplasty ring but attributed the explant of the ring to an inadequate repair. No replacement device was reported. The patient is recovering with no adverse effects. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, the ring was explanted and replaced with an unknown device. The reason for explant is unknown. No additional adverse patient effects were reported.